Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was returned to olympus for inspection, and the customer's complaint/reportable was not confirmed. Based on the results of the investigation, water invaded the plug unit and corrosion occurred. Olympus presumed that circuit board inside the plug unit had abnormality due to the corrosion and temporary communication failure occurred between the subject device and video system center. However, olympus could not conclusively specify the root cause of the suggested event. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 'chapter 3 preparation and inspection. This section explains the equipment to prepare before using this product and how to check it. 3.1 preparation and inspection flow. This section shows the workflow explained in this chapter. Before use, be sure to perform the preparations and inspections listed below. Also, please check related equipment used in conjunction with this product according to their ``electronic attached documents'' and ``instruction manuals''. If any abnormality is suspected during inspection, take appropriate action according to "chapter 5: if an abnormality occurs." If you find that the endoscope is clearly malfunctioning, do not use it and send it in for repair according to "5.4 when sending the endoscope for repair." Caveat. If an endoscope with a suspected abnormality is used, it may not only malfunction, but may also damage the device or cause injury to the patient or operator. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had a 315 error. The issue occurred during unknown diagnostic procedure. There were no reports of patient harm.